Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient experienced elevated blood glucose (bg) with vomiting. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The actual bg value for this incident not provided or recalled. The reporter stated that this incident did not require an ER visit and they were able to handle the issue on their own by replacing the site and giving insulin via injection, novolog. The reporter stated she does not recall the day this actually occurred ¿ she is a poor historian. The reporter cannot confirm if the cannula was bent. The reporter stated that the bgs resolved to normal, 80-150 mg/dl. No further information provided and mother does not have pump in hand to review settings and troubleshoot allegation that pump is not delivering. Customer support confirmed that the pump is functioning as intended. This report is being made due to the history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.